Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead demonstrated a one time low impedance alert. There were some atrial tachycardia (at)/atrial fibrillation (af) episodes that showed some evidence of atrial undersensing. The af episodes were inconclusive; the available recorded episode showed mostly marker channels and no egm. Because this was an isolated instance the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.